Manufacturer narrative:
A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing, including sterilization prior to shipment and a documentation review by the quality department. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that prior to use in the patients, three (3) mynxgrip vascular closure device (vcd) balloons would not deflate.

Event description:
Addendum (03/20/2018) additional information received indicated that the product was stored as instructed per labeling and prepped according to IFU instructions. Manual compression for an unknown duration was applied to achieve hemostasis. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. The devices were discarded by the customer by mistake during cleanup, therefore, will not be returned for evaluation.

Manufacturer narrative:
Updating to adverse event & product problem (e.g., defects/malfunctions) based on additional information. Outcomes attributed to adverse event: updating to required intervention to prevent permanent impairment/damage (devices) based on additional information. Describe event or problem: is being updated based on additional information. Brand name: is being updated based on additional information. Model number & catalog number: updating based on additional information. Type of reportable event: updating from malfunction to serious injury based on additional information. Initial reporter health professional?: updating based on additional information. Evaluation codes, result and conclusion codes: are being updated. Complaint conclusion: it was reported that prior to use in the patients, three (3) mynxgrip vascular closure device (vcd) balloons would not deflate. Additional information received indicated that the product was stored as instructed per labeling and prepped according to the instructions for use (IFU). Manual compression for an unknown duration was applied to achieve hemostasis. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. The devices were discarded by the customer by mistake during cleanup, therefore, will not be returned for evaluation. A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing, including sterilization prior to shipment and a documentation review by the quality department. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the product IFU, users are instructed that during preparation of the device, inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.